Manufacturer narrative:
(B)(4). After further review, patient involvement information was known. There was no patient involvement at the time of the reported condition. The issue occurred during setup.

Event description:
There was no patient involvement at the time of the reported condition. The issue occurred during setup.

Manufacturer narrative:
Covidien reference number:(B)(4). The service engineer(se) inspected the device. The se cleaned and reinstalled the o2 flow sensor. The se performed extended self-testing on the device and all tests passed.

Event description:
It was reported that during set up an 840 ventilator had a breath delivery (bd) power on self-test (post) failure. Although requested, information regarding the intervention taken on the behalf of the patient has not been provided.